Event description:
It was reported during a trial implant procedure, the physician was unable to steer the lead to place it properly. The patient experienced pain after multiple attempts to place the lead, and the procedure was abandoned. The patient was referred for a paddle lead trial. The patient is no longer experiencing pain from the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.